Manufacturer narrative:
(B)(6). (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
A powerflex pro balloon catheter (4mm4cm 80) was delivered to the superficial femoral artery (sfa), however, it was inflated and it ruptured at an unknown atmospheres. The balloon was removed intact. It is unknown how the procedure was completed but it was finished successfully. There was patient injury reported. The product will not be returned for analysis. There were no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The following information is unknown, the contrast media used, the contrast to saline ratio, the type/brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. If there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon ruptured during its initial inflation, the amount of times the balloon inflated, the times the balloon was inserted into the patient, if there was any difficulty removing the balloon catheter from the patient or if there was any vessel tortuosity and/or calcification at the target site. The rate of stenosis was 100%.

Manufacturer narrative:
Complaint conclusion: a powerflex pro balloon catheter (4mm x 4cm 80cm) was delivered to the superficial femoral artery (sfa) and inflated; however it ruptured at unknown atmospheres. The balloon was removed intact. It is unknown how the procedure was completed but it was finished successfully. There was patient injury reported. It is unknown if there was any vessel tortuosity and/or calcification at the target site. The rate of stenosis was 100%.there were no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The following information is unknown, the contrast media used, the contrast to saline ratio, the type/brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. If there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon ruptured during its initial inflation, the amount of times the balloon inflated, the times the balloon was inserted into the patient, if there was any difficulty removing the balloon catheter from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17326489 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of (B)(4) may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.